Event description:
It was reported that the customer experienced a low blood glucose level, reaching 45 mg/dl. Cause was not known. The customer consumed carbohydrates to address the low blood glucose. Despite the low reading, the control-iq feature was enabled, personal profile settings were correct, and there was no indication of insulin overdose. The customer proceeded with a supplies and system check and was able to upload pump data, leading to no further assistance being required.